Event description:
It was reported that the patient experienced phrenic nerve stimulation related to left ventricular (lv) lead pacing. The lead was programmed off and remains in the patient. The patient was reported to be enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652, implantable pacing lead, (B)(6) 20120; 693565, implantable tachy lead, (B)(6) 2012. (B)(4).